Event description:
IV tubing (60 inch extension set) became separated where tubing connects to luer lock attachment on syringe side of tubing. Part generally is fused and does not come apart. IV site flushed and functioning. New tubing obtained.product is smith medical # (B)(4). Nurse obtained tubing from work room. Lot numbers on the top of the bin were 1998407 and 2034274.